Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode of 255 mg/dl blood glucose (bg). The user confirmed there were no leaks or issues from the infusion set and no alarms to have stopped the insulin delivery. Bg was not double checked with fingerstick. The user decided to give themself a manual injection and was advise they will have to stay disconnected from the pump. The user did not require further ourtside intervention during the reported event.